Event description:
Carelink - pacemaker report - transmission data integrity - missing reports: quick look and hf management report. Carelink¿s failure to generate or send clinically significant reports for patients with implantable cardiac devices for remote monitoring puts patients at risk for harm, including death. Manufacturer response for pacemaker, solara quad crt-p (per site reporter) manufacturer response for analyzer, pacemaker generator function, carelink smartsync (per site reporter).